Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that the lancet holder on her onetouch lancing device is damaged. The following complaint was classified based on information obtained from the customer service representative (csr). It is not known when the reported issue first occurred. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise. However, according to the csr's documentation, the patient denied taking any action in response to the alleged issue and subsequently at an unknown time later, the patient developed symptoms of shaking and sweating. The patient, however, denied receiving any form of treatment after alleged lancing device issue occurred. During troubleshooting, the csr noted the patient was using the subject lancing device for over a year and there was no misuse of the lfs product. A replacement product was sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.